Event description:
It was reported that the patient's generator could not be interrogated. The physician indicated that the wand battery had never been changed, but was unsure if this was the issue. A company representative went to troubleshoot the physician's programming system at which time it was observed that the handheld battery latch was not in the locked position. The latch was locked and the handheld functioned as intended. The patient has not been seen again to see if this resolved the issue and whether or not the patient's generator can now be interrogated. No additional relevant information has been received to date.